Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. Additional observations not reported by the site were a scratched pulley and derailed cable. The distal idler pulley on which the broken cable was seated had various scratch marks on the outer surface of the outermost distal idler pulley. The grip open cable on same side as broken cable was derailed from its pulley and seated on outermost distal idler pulley. The derailment of the grip open cable combined with pulley surface scratches suggests the grip close cable was derailed prior to breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure that frayed cables were identified on the mega suturecut needle driver instrument. The instrument was not used. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.